Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas and alleged a dim display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to read the display screen

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. The original complaint of a dim display could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.